Event description:
Provider states that the joystick is sticking and when the consumer lets go of the knob on the joystick the chair will continue to move forward until the knob pops back into neutral position. No additional information provided.